Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that the bag with the implantable neurostimulator (ins) was infected.

Event description:
It was reported the patient ¿had an infection¿ after the ¿change¿ of their implantable neurostimulator (ins). It was noted the patient¿s physician was ¿waiting¿ for the infection to heal as of two weeks after initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.